Event description:
It was reported that the patient had a baclofen pump placed ¿several years back¿ and her body unfortunately rejected it. The health care provider¿s (hcp) were now looking into dbs (deep brain stimulation). Although the type of medication being delivered via the device system was not provided, it was noted the patent had received spasticity (itb ¿ intrathecal baclofen) therapy. No further information was provided including any troubleshooting, what interventions were taken or patient outcome. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n199223, implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported perioperative antibiotics were administered. Signs and symptoms of infection were redness, swelling, incisional wound opening, and pocket erosion. The primary location of the infection was in the device pocket. A culture was obtained from the device pocket that indicated gram positive cocci. The patient was treated with IV antibiotics and a total device system explant. Date of onset/diagnosis of infection was (B)(6) 2009. The patient did not have meningitis. The date of the last pump refill was approximately (B)(6), 2009. There were no symptoms currently and the patient infection resolved. The patient's pertinent medical history included premature birth, cerebral palsy, chronic headaches, spasticity and movement disorder, developmental delay, encephalopathy, respiratory disease, gastrointestinal reflux disease (gerd), and seizures. Other medications (oral, etc.) The patient was taking at the time of the event was oral baclofen, prevacid, cyproheptadine, pulmicort, and albuterol.